Event description:
On (B)(6) 2025 and the bag was infusing slower than the channel was programmed. It was estimated that the cytarabine would be starting by 11pm, but the bag was not completed until closer to 6am. Notified pharmacy on (B)(6) 2025 in evening and (B)(6) 2025 in am of delayed chemo delivery. IV pump # (B)(4), channel # (B)(4), channel # (B)(4), and channel # (B)(4). Ref report: mw5169646.